Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported all of the buttons on her infusion device stopped working and the infusion device displayed an e8 (power interrupt) error message. Pt stated, she is unable to confirm the alarm because, the buttons aren't working. Pt reported, she tried to change the battery but the issue persists. Pt stated, the up/down buttons of the infusion device has damage to the plastic cover. Pt is currently using the backup infusion device. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.